Event description:
It was reported that the catheter would not feed up connector and lock on; they questioned the connector and suspected it to be faulty. A new connector was used from accessory kit and catheter was fed on and locked with no issues. There was no patient injury and the outcome was noted as recovered without sequela.

Manufacturer narrative:
Analysis of the catheter revealed the catheter was incorrectly assembled and had an allegation of infusion system anomaly. The catheter was received with the distal collet of the connector pushed over detents and locked into place. The collet is speculated to have been inadvertently and prematurely locked by the physician while handling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8780, lot# 0205811241, implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.